Event description:
It was reported by service report that the fowler would not go all the way down and the fowler gas cylinder was leaking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.